Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had a storage space error. A field service engineer reseated and recovered it to resolve the issue. A functional test was performed, and diagnostics were run. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer had failed and was unable to recover. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.